Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 5 of the patient's mouth. Details of surgery are reported as follows: immediate extraction site. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer for investigation. The patient experienced the following at the time of event: pain and swelling. No further patient complications were reported.